Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, the report of constant pulsatility index (pi) events was confirmed through the evaluation of the submitted log files; however, a specific cause for this finding could not be conclusively determined. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The file consisted of multiple pi events, as well as several routine power cable disconnect alarms. No notable findings were observed within the file. The pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters. Section 4 explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced stroke-like symptoms including flaccidity to one side and blindness in the setting of dehydration. The patient's pump speed was dropped with the finding of a markedly underfilled left ventricle (lv) and constant pulsatility index (pi) events. The device-related concerns were being ruled out including things like tamponade and pleural effusion. The log file contained 110 pi events that occurred on (B)(6) 2021. The pi events will cause the pump speed to drop to the low speed limit, which was set to 5100 rpm.